Manufacturer narrative:
(B)(4). It has been indicated that the product will not be returned to zimmer biomet. Reported event was unable to be confirmed, as the device was not returned for evaluation. DHR was reviewed and no discrepancies were found. The components in use at the time of the event are not compatible; however, the root cause was unable to be determined as the device was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient is alleging harm or injury caused by the device; however the nature of the harm is unknown at this time. Additional information has been requested and is not currently available.